Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was approximately 425 mg/dl and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.